Event description:
It was reported that this right atrial lead was explanted due to exhibiting undersensing due to location of the lead. Another lead was implanted instead. No further adverse patient effects were reported.